Event description:
As reported, during an unspecified procedure on (B)(6) 2022, the bard/davol optifix straight fixation device failed to deploy a fastener. There were no reported loose or broken fasteners and there was no reported patient injury. The sample was returned with broken fasteners; as such we are submitting this malfunction MDR to document our findings.

Manufacturer narrative:
The subject device was returned for evaluation and included broken fasteners. Evaluation of the sample finds that the guide wire and backup tabs are bent and confirms for broken fasteners during deployment. The reported and found performance issue and broken fasteners is the result of the bent components. Based on the sample evaluation and investigation performed, the event is confirmed and the root cause is found to be bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue."